Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad during index procedure. It is reported that "the 1st diagonal was trapped in stent jail during procedure" the side branch artery was treated with a balloon and the pt is reported to have recovered with treatment. Investigation has indicated that the event was possibly related to the study device and the study procedure.

Manufacturer narrative:
(B)(4).